Manufacturer narrative:
(B)(4). Batch # u5a27m. Device analysis: the analysis results found that a sr75 reload was received with both gripping surfaces broken off. The reload was received unfired and the swing tab was in the unlocked position. No functional test was performed. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer to instructions for use for more information. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a digestive surgery, when inserting the refill in the stapler, the fins of the refill were broken during the first use. There was no issue with subsequent refills. There were no patient consequences.